Event description:
It was reported that; thermal cleaning. Shower panel flushed due to legionella. Replace both hoses and nozzles. Adjusted temp at 38 degrees max.

Manufacturer narrative:
(B)(4). Additional info will be provided upon completion of the MFR's investigation.